Event description:
It was reported that the escape and down arrow buttons in the insulin pump were unresponsive. Troubleshooting was performed. It was stated that the battery was replaced and the buttons still did not respond. During the call the mother mentioned that the customer was hospitalized for diabetes ketoacidosis. The mother stated that she does not believe it was device issue. The mother stated that the day before the event, the customer woke up with ketones in the urine and blood glucose of 200mg/dl. They were able to manage his blood glucose thru the day. However, the customer ate ice cream in the evening and forgot to bolus. The customer blood glucose rose to 420mg/dl and was taken to the emergency room. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons as a result of a keypad connector been unlocked. Further testing was not performed due to the unresponsive button.